Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the reported issue was caused by faulty rear panel assembly. However, the specific cause of the faulty rear panel assembly was not established at this time. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that his olympus visera 4k uhd camera control unit was experiencing imaging issues. According to the initial reporter, this failure had no patient involvement. During the device evaluation, it was discovered that the unit was unable to produce an image at all. This report is being submitted to capture the lack of images found during the device evaluation.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, as noted in b5, the subject device was not producing an image during the evaluation. One of the unit¿s ports was found faulty and causing some images to not display. If additional information becomes available following the device evaluation, a supplemental report will be filed.